Event description:
The ventilator was restarting repeatedly. The ventilator alarmed and there was no pt involvement. The respironics service manager reported the power supply was replaced to correct the problem. Extended self testing (est) was performed and the ventilator passed per specifications.